Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not working properly and air bubbles were observed within the tubing. There was no reported impact to the customer's blood glucose level. Customer primed the tubing to address the issue.